Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21587795-(B)(4): the metal cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the fiber can independently rotated within outer flow tubing; the outer flow tubing open end exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber cap detached at 76,390 joules of use. The fiber tip (cap) was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. The total joules used and time expended for the procedure was 321,745 joules and 25 minutes there was no patient injury reported due to the event.